Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer was advised to discontinue use of the pump due to button unresponsive; she is currently using lantis and novolog. The customer's blood glucose at time of incident was unknown, but treated with food. Customer mentioned she has an extremely low yesterday and passed out. The customer stated they are unsure if the drive support cap is protruded. The customer stated she changed the infusion set and her blood glucose was 500mg/dl, treated with an extra 2 units of insulin. Customer may have over bolused. The customer was advised to discontinue use of the pump and revert to back up plan.